Event description:
It was reported that egms revealed that the right ventricular lead exhibited oversensing. The lead was capped and replaced. The patient was noted to be in good health following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.